Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. The physician stated that the hemostasis valve of the non-medtronic sheath had been tightened more than usual which may have moved the dcs together with the sheath. Therefore, it is likely that procedural and technical factors may have caused this event, in addition to the patient's tortuous anatomy.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with tortuosity noted in the descending aorta, the valve dislodged. It was reported that when an attempt was made to release the valve with fully opening the capsule, the non-medtronic sheath was slightly pulled and likely dislodged the valve from the delivery catheter system (dcs). The physician stated that hemostasis valve of the non-medtronic sheath had been tightened more than usual which may have moved the dcs together with the sheath. It was reported that the tightening was caused by the physician. The valve was left implanted 2-3 mm above the annulus. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that following the valve dislodgment, moderate paravalvular leak (pvl) was noted. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a conversion to thoracotomy was performed to initiate off-pump coronary artery bypass during the implant procedure. If information is provided in the future, a supplemental report will be issued.